Manufacturer narrative:
The reported event of oversensing noise was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing and x-examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damages.

Event description:
Related manufacturer reference number: (B)(4). It was reported, a patient's right ventricular (rv) lead and atrial lead presented with oversensing noise. Both leads were explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.